Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a "cassette not attached" error. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 10/29/2024. H3 and h6. Codes: updated. Device evaluation: the complaint of, ¿cassette not attached error¿ was confirmed. The cause was the downstream occlusion (dso) seal was over glued causing the sensor to have a bad reading and become defective. Replaced dso sensor, bezel, and seal. Upon further investigation, the battery compartment has scraping/sanding markings. Device missing battery door. The upstream occlusion (uso) seal has bubbling. The liquid crystal display (lcd) lens has cracking around the corners. Replaced battery compartment and all components within, battery door, uso seal, lcd lens and gasket. Performed dso/uso sensor calibration. The device passed all functional testing after the repairs. Software was updated, and the unit reset to standard configuration. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.